Event description:
Upon further query, the following information was provided that indicated a leak. The option-lok male adapter of the tubing set was connected to an unspecified needleless valve connector and was being used to deliver an unspecified volume of normal saline, at a rate of 100 ml/hr. At an unspecified time, the customer contact reported an unspecified volume of solution leaked at the connection of the option-lok male adapter and the needleless valve connector. The tubing set and the needleless valve connector were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer indicated that the device was discarded. A representative device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.